Manufacturer narrative:
(B)(4). Additional information: batch # m9276v. The analysis results found that the er420 device was returned in good condition. A picture with clips applied during a procedure was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. In addition, no multiple feed incidents were noted during analysis. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # ni.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first firing went perfectly. As he released the handle the subsequent clips double loaded. The surgeon cleared the clip with one firing on the mayo and chose to continue with this device. The next staple formed but crossed a little, not sure what percentage but the surgeon seemed confident enough as it was one of two clips on the patient side of the duct. All subsequent clips looked perfect. The same device was used to complete the case once the double clips were cleared. There were no adverse consequences for the patient.